Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic floor pain/ extreme pain') in a 30-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hodgkin's disease and hypothyroidism. Concurrent conditions included thyroid disorder, dysfunctional uterine bleeding, endometrial polyp, anxiety disorder, osteoporosis, pain in hip, cancer, breast cancer, fever, vomiting, itchy and mood swings. Concomitant products included intrauterine contraceptive device (paragard) since 2007 for contraception as well as alprazolam (xanax) since 2007, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2007, celecoxib (celexa) from 2007 to 2014, doxorubicin, fluoxetine since april 2018, levonorgestrel (mirena), levothyroxine sodium (synthroid) from 2007 to 2015, liothyronine sodium (cytomel), methotrexate, prednisone, thyroid (armour thyroid) since (B)(6) 2018, thyroid (nature throid) from (B)(6) 2015 to (B)(6) 2018 and vinblastine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ spotting during cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight gain/loss specify which one: fluctuation in both directions which I hadn't experienced before") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced back pain ("back pain"), vertigo ("neurological conditions or problems type: vertigo"), metrorrhagia ("spotting during cycle"), coital bleeding ("bleeding during intercourse/ bleeding during sex"), dysgeusia ("metallic taste in mouth") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain, anxiety, depression, dyspareunia, fatigue, alopecia, nausea, vertigo, metrorrhagia, coital bleeding, dysgeusia and abdominal pain had resolved and the allergy to metals, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, coital bleeding, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, depression, low back pain, nausea, abnormal bleeding, abdominal pain, vertigo, dysmenorrhea, allergic to nickel, pelvic pain, metrorrhagia, post coital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event abdominal pain was added. Lab test date was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic floor pain/ extreme pain') in a 30-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hodgkin's disease and hypothyroidism. Concurrent conditions included thyroid disorder, dysfunctional uterine bleeding, endometrial polyp, anxiety disorder, osteoporosis, pain in hip, cancer, breast cancer, fever, vomiting, itchy and mood swings. Concomitant products included intrauterine contraceptive device (paragard) since 2007 for contraception as well as alprazolam (xanax) since 2007, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2007, celecoxib (celexa) from 2007 to 2014, doxorubicin, fluoxetine since april 2018, levonorgestrel (mirena), levothyroxine sodium (synthroid) from 2007 to 2015, liothyronine sodium (cytomel), methotrexate, prednisone, thyroid (armour thyroid) since (B)(6) 2018, thyroid (nature throid) from (B)(6) 2015 to (B)(6) 2018 and vinblastine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ spotting during cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight gain/loss specify which one: fluctuation in both directionswhich I hadn't experienced before") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced back pain ("back pain"), vertigo ("neurological conditions or problems type:vertigo"), metrorrhagia ("spotting during cycle"), coital bleeding ("bleeding during intercourse/ bleeding during sex") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain, anxiety, depression, dyspareunia, metrorrhagia, coital bleeding and dysgeusia had resolved and the allergy to metals, dysmenorrhoea, fatigue, weight fluctuation, weight increased, alopecia, nausea and vertigo outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, coital bleeding, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, depression, low back pain, nausea, abnormal bleeding, abdominal pain, vertigo, dysmenorrhea, allergic to nickel, pelvic pain, metrorrhagia, post coital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic floor pain/ extreme pain') in a (B)(6) female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hodgkin's disease and hypothyroidism. Concurrent conditions included thyroid disorder, dysfunctional uterine bleeding, endometrial polyp, anxiety disorder, osteoporosis, pain in hip, cancer, breast cancer, fever, vomiting, itchy and mood swings. Concomitant products included intrauterine contraceptive device (paragard) since 2007 for contraception as well as alprazolam (xanax) since 2007, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2007, celecoxib (celexa) from 2007 to 2014, doxorubicin, fluoxetine since (B)(6) 2018, levonorgestrel (mirena), levothyroxine sodium (synthroid) from 2007 to 2015, liothyronine sodium (cytomel), methotrexate, prednisone, thyroid (armour thyroid) since (B)(6) 2018, thyroid (nature thyroid) from (B)(6) 2015 to (B)(6) 2018 and vinblastine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ spotting during cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight gain/loss specify which one: fluctuation in both directions which I hadn't experienced before") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced back pain ("back pain"), vertigo ("neurological conditions or problems type:vertigo"), metrorrhagia ("spotting during cycle"), coital bleeding ("bleeding during intercourse/ bleeding during sex") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain, anxiety, depression, dyspareunia, metrorrhagia, coital bleeding and dysgeusia had resolved and the allergy to metals, dysmenorrhoea, fatigue, weight fluctuation, weight increased, alopecia, nausea and vertigo outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, coital bleeding, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, depression, low back pain, nausea, abnormal bleeding, abdominal pain, vertigo, dysmenorrhea, allergic to nickel, pelvic pain, metrorrhagia, post coital bleeding. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, dysmenorrhea (cramping), pelvic pain, back pain, depression, anxiety, dyspareunia (painful sexual intercourse), fatigue, weight fluctuation, weight gain, hair loss, nausea, vertigo, bleeding during intercourse, spotting during cycle, metallic taste in mouth. Reporter information, date of birth, medical history, concomitant drug, events onset date, events outcomes, essure removal date, lab data were added. Device category changed from device other event to incident. On 18-sep-2019: medical record was received. Reporter information, medical history, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic floor pain/ extreme pain') in a 30-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hodgkin's disease, hypothyroidism and mastectomy. Concurrent conditions included thyroid disorder, dysfunctional uterine bleeding, endometrial polyp, anxiety disorder, osteoporosis, pain in hip, cancer, breast cancer, fever, vomiting, itchy and mood swings. Concomitant products included intrauterine contraceptive device (paragard) since 2007 for contraception as well as alprazolam (xanax) since 2007, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2007, celecoxib (celexa) from 2007 to 2014, doxorubicin, fluoxetine since april 2018, levonorgestrel (mirena), levothyroxine sodium (synthroid) from 2007 to 2015, liothyronine sodium (cytomel), methotrexate, prednisone, thyroid (armour thyroid) since (B)(6) 2018, thyroid (nature throid) from (B)(6) 2015 to (B)(6) 2018 and vinblastine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ spotting during cycle, abnormal period / long, heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight gain/loss specify which one: fluctuation in both directions which I hadn't experienced before") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced back pain ("back pain"), vertigo ("neurological conditions or problems type: vertigo"), metrorrhagia ("spotting during cycle, breakthrough bleeding"), coital bleeding ("bleeding during intercourse/ bleeding during sex"), dysgeusia ("metallic taste in mouth"), abdominal pain ("abdominal pain"), thyroid disorder ("thyroid disorder"), abdominal distension ("severe bloating"), dry skin ("dry skin"), hyperhidrosis ("excessive sweating"), polyp ("polyp") and polymenorrhoea ("long, heavy and frequent cycles") and was found to have weight increased ("weight gain/loss specify which one: weight gain"), uterine leiomyoma ("fibroids") and hodgkin's disease ("hodgkins lymphoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, back pain, anxiety, depression, dyspareunia, fatigue, alopecia, nausea, vertigo, metrorrhagia, coital bleeding, dysgeusia and abdominal pain had resolved and the allergy to metals, weight fluctuation, weight increased, thyroid disorder, uterine leiomyoma, abdominal distension, dry skin, hyperhidrosis, hodgkin's disease, polyp and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, coital bleeding, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hodgkin's disease, hyperhidrosis, menorrhagia, metrorrhagia, nausea, pelvic pain, polymenorrhoea, polyp, thyroid disorder, uterine leiomyoma, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, depression, low back pain, nausea, abnormal bleeding, abdominal pain, vertigo, dysmenorrhea, allergic to nickel, pelvic pain, metrorrhagia, post coital bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: thyroid disorder, fibroids, severe bloating, dry skin, excessive sweating, hodgkin¿s lymphoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received : events added - "thyroid disorder, fibroids, severe bloating, dry skin, excessive sweating, hodgkin¿s lymphoma, polyp, long, heavy and frequent cycles". Fup 6 and fup 7 processed together. On 24-jan-2020: pfs received : no new significant information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.